Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is inaccurate deployment. This failure mode was determined based on the provided event description as well as the physician's comments: "when the risk analysis associated with this failure mode is updated, this complaint will be reported to have resulted in serious harm to the pt." We will continue to monitor for similar complaints. No additional actions required at this time. The risk is sufficient per quality engineering risk analysis.

Event description:
A (B)(6) male pt underwent abdominal iliac artery aneurysm repair on (B)(6) 2011. The pt's anatomical form was not suitable for the endovascular repair; internal diameter of the right access route: about 6mm, high tortuosity of left iliac artery. Many blood clots in the proximal neck part. Since the pt had experienced open surgery before and the internal diameter of the right access route was about 6mm, approach was conducted from the eia conduit. Another MFR's endoprosthesis was used as a left iliac leg due to high tortuosity of the left iliac artery from just below the bifurcation area between internal and external ia. The final confirmatory angiography showed a proximal type I endoleak. A main body extension was placed at the proximal neck part, then the endoleak was resolved. It also showed that the right iia was occluded by the placed iliac leg. Another iliac leg graft was placed from the pre-placed iliac leg to the right eia for perfect sealing. The angiography showed that the blood flow to the iia was secured from collateral vessel, so the physician decided to take a wait-and-see approach. There has been no pt outcome provide after the operation.